Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 02 january 2025, a 27mm navitor vision (serial: (B)(6)) was implanted at a depth of 4mm utilizing a large flexnav delivery system. Patient presented and remained in sinus rhythm and remained hemodynamically stable throughout the procedure. Length of membranous septum was 3mm. One week post implant, the patient returned with complete heart block. A permanent pacemaker was implanted.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.